Event description:
It was reported that the customer experienced low blood glucose levels (49 mg/dl). Customer drank milk and consumed glucose to stabilize his blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.